Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the faulty power switch could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit failed to power up during testing due to a faulty power switch. Additionally, the housing was compromised as all four suction feet had weak suction force. The plastic cap on the power switch had been torn off. The air gauge was loose on the front due to a worn-out connector socket and air joint unit. The overall air pressure was also found to be low due to the a faulty air pump unit and old tubing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the circuit breaker on her olympus maintenance unit tripped and now the unit will not power up. According to the initial reporter, this event occurred during procedure preparation. There was no patient harm reported as a result of this event.